Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 39c, targeted temperature (tt) was 37c, water temperature (wt) was 7c, water flow rate (wfr) was 2.1 l/m, system diagnostics were given outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 7.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58%, mixing pump command (mpc) was 100%, heater commend was 0, water reservoir level (wrl) was 4, system hours were 1459, pump hours were 1343. Per follow up information received via phone on 27feb2024, it was reported that mis instructed the nurse to swap devices and send the device to biomed. The nurse could not provide any identifying information for the patient, nor does they know if the patient completed therapy. Transferred to biomed and they reported that it was determined that the vents were obstructed. They ran diagnostics and returned the device to circulation.

Event description:
It was reported that arctic sun device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 39c, targeted temperature (tt) was 37c, water temperature (wt) was 7c, water flow rate (wfr) was 2.1 l/m, system diagnostics were given outlet monitor temperature (t1) was 7.1c, outlet control temperature (t2) was 7c, inlet temperature (t3) was 7.8c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 58%, mixing pump command (mpc) was 100%, heater commend was 0, water reservoir level (wrl) was 4, system hours were 1459, pump hours were 1343. Per follow up information received via phone on 27feb2024, it was reported that mis instructed the nurse to swap devices and send the device to biomed. The nurse could not provide any identifying information for the patient, nor does they know if the patient completed therapy. Transferred to biomed and they reported that it was determined that the vents were obstructed. They ran diagnostics and returned the device to circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.